Manufacturer narrative:
(B)(4). The reported complaint of misfire/jam-staples not forming/closing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared typical. The stapler was returned with 16 staples remaining in the cover block indicating at least 19 staples were fired by the end user. No clear evidence of use in the form of biological material was present on the device. Upon functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, the staples did not form properly. The stapler was then fired into a simulated skin pad to simulate insertion into the skin and no staples formed properly. Since the staples were not forming correctly, the stapler was disassembled, and the anvil and forming tool were inspected. No obvious defects were observed. Upon further inspection, it was discovered that the complaint sample forming tool caused the lab inventory stapler to misfire. It was observed that a wide forming tool was assembled into the regular stapler which prevented it from forming staples properly. A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. Further investigation has been initiated under teleflex's quality system by the manufacturing site to evaluate this issue. Other remarks: n/a. Corrected data: correction to section d.4. UDI was updated from (B)(4) to include the full UDI.

Event description:
It was reported that the staple will not come out from the stapler. A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "normal".

Event description:
It was reported that the staple will not come out from the stapler. A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "normal".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 staplers were taken from the current production from part number 528135 visistat 35r 6/box lot number 73c2400176 the staplers were functionally inspected (fired) and issue reported "misfire/jam - staples not releasing" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.